Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the likely cause. Device history review did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative patient population tested with the complaint lot is within the established limits and comparable to historical reagent lot performance, which confirms no systemic issue for the lot(s). Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect b-hcg reagent lot 31040ud00 was identified.

Event description:
The customer observed a false positive architect b-hcg result generated on an architect i2000sr analyzer for one patient. Sid (B)(6) initial result = 1101.4 miu/ml (positive), repeat result = <1.2 miu/ml (negative). There was no impact to patient management reported.